Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the video image was going in and out several times during sedation of a colonovideoscopy diagnostic procedure while the device was inside the patient, involving an olympus colonovideoscope. The procedure was completed with the same device. There was no patient injury reported.